Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had ¿the needle disengage, and the product was lost.¿ patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received with a cap, no needle. No defect observed to syringe."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential product problems addressed in the product labeling.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had ¿the needle disengage, and the product was lost¿. Patient contact occurred. No injuries were reported. The packaged needle was used.